Event description:
Catheter was initially inserted in the hospital. Physician ordered catheter to be changed only as needed. 1/30/93 large amount leaking around catheter noted. Able to aspirate only 9ml. From balloon, unable to remove catheter. Bleeding noted with slight pressure. Physician notified with following order, "do not attempt to remove catheter". Physician visited 2/1/93. Continued to leak around catheter and abdomen distended. Physician attempted to remove catheter but unable until 200 ml. Was instilled into balloon. Balloon burst and catheter was removed with heavy bleedingdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: manufacturing, telemetry failure, unanticipated short term complication of procedure, balloon. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.